Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery voltage measurements. Battery voltage decreased quickly in (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tingling sensation on the left side of the body when the implantable pulse generator (ipg) device paces. Also, the device exhibited unexpected battery depletion with a longevity of 1.5 years. Reprogramming was performed to decrease the patient¿s sensation and to preserve the device battery. After reprogramming, the device returned to normal longevity estimate of 10 years. The device remains in use. No further patient complications have been reported as a result of this event.